Event description:
A leaking bag of d5 1/2 ns + 20meq kcl/liter was discovered on during inspection rounds. The solution was also noted to have little black flecks floating in the solution. The IV bag was still in its protective overwrap bag. The contaminated bag was shown to a representative from baxter. As a precaution, staff pulled all IV solutions with that specific lot number (c845958) from circulation for return to the manufacturer. None of the other solutions with the corresponding lot number appeared to have particulate matter or to be leaking. The baxter representative took pictures of the solution and forwarded the problem to quality control staff at baxter.